Event description:
Event description guidant received information that after radiation therapy, a patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a shock from myopotential oversensing. Upon interrogation, a shock lead impedance greater than 125 ohms was displayed. Subsequent lead integrity tests gave a reading of 48-50 ohms. A non-invasive programmed stimulation (nips) test with 17 j shock was performed. The device detected ventricular fibrillation (vf) but the shock did not convert the patient. After the shock, the device displayed a yellow screen showing an open shocking impedance. The pocket was opened and all the setscrews were down. Inductions produced lead impedance measurements of >125 ohms. Several (lit) lead integrity tests were done, which were all normal except for a few in the 110 ohms range.